Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via an implanted pump. It was reported that the patient was admitted to the ER (emergency room) with morphine overdose. The hcp was transferred to the national answering service (nas) to page a local representative for further assistance.